Manufacturer narrative:
Returned product consisted of the ffr comet pressure wire with the optical cable. Visual inspection revealed the wire was bend/kinked at 10cm from distal to proximal and detached. During testing with the ffr link, the signal strength led showed a yellow/orange light, and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately due to the detachment. The led lights for a properly working wire are green. Functional testing showed there was no modulation for this device due to the detachment. Product analysis of the device confirmed the reported event, as there was no signal or modulation when connected to the test equipment.

Event description:
Reportable based on device analysis completed on 26sep2024. It was reported that a wire issue and no cross occurred. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. A comet ii pressure guidewire was selected for use. During the procedure, during connection to ffr link, the device could not provide pressure measurements and could not cross due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the wire was detached.